Manufacturer narrative:
.

Event description:
Reportedly the end user was exiting his home and going down a ramp when the power chair unexpectedly sped up and drove off a three and half foot porch. End user fell out of the chair and reported back and leg pain, however, no medical intervention has been sought.